Event description:
The service report shows that the audio alarm was not functioning. The nellcor puritan-bennett customer support engineer (npb cse) verified the audio alarm was very low while the compressor was running. The npb cse inspected the device and found the alarm retaining ring was removed and the alarm was pushed up into the exhalation compartment. The cse replaced the alarm assembly merely to obtain a retaining ring as the old alarm functioned properly when removed froom the exhalation compartment. The unit passed extended self-testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.